Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user received two ¿unable to proceed¿ messages during fill tubing, followed by an alert 38 indicating a motor stall; after replacing all disposable supplies (cartridge lot 35647, connect adaptor lot 35940, and cd lot 6015436), the user completed the supply change without further issues. Symptoms included an interruption of insulin delivery due to a stalled motor alert. Outcomes included temporary disruption of therapy with resolution after the supply change and no need for additional assistance or medical intervention. Investigation included remote troubleshooting and education, along with collection of disposable lot numbers. Investigation of this case revealed a consecutive stalled motor alert consistent with an insulin delivery interruption associated with disposable components, which resolved after replacement, suggesting no persistent pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable supply-related interference with the pump¿s motor function.